Event description:
Reporter stated that patient's blood glucose was measured, on the accu- chek mobile system, with results of 1.5 mmol/l and 10.3 mmol/l, within 1 minute. No adverse event associated with the discrepant results was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.